Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, the device was overheating. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Complaint of overheating could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was average for this product and overheating did not occur during functional testing. All functions performed as expected. No problem found. No containment or corrective actions are recommended at this time. A review of the device history record was performed which confirmed no inconsistencies.